Event description:
The patient reportedly experienced sound quality issues with his device. External equipment was exchanged, but the problem was not resolved. Testing performed confirmed that the device was no longer functioning. Surgery to explant device will be scheduled.